Event description:
I use dexcom g6 continuous glucose monitor. They have recently changed the adhesive in the sensor patch. It has resulted in terrible red rashes that almost look like a chemical burn. When I contacted dexcom I only received a form email to request a replacement sensor. FDA safety report ID # (B)(4).